Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba2d1 implantable cardioverter defibrillator (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: product performance data was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the left ventricular lead dislodged and was not functioning properly. The lead was deactivated. The patient is a participant in the monitoring resynchronization devices and cardiac patients (more-care) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.